Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the power cable's rubber encasing was loose around the black and white connectors on the mobile power unit (mpu). Additionally, the patient cable's jacket was discolored and the battery door of the mpu was damaged.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a loose rubber encasing being loose on the patient cable connector of the mobile power unit as well as the patient cable jacket being discolored and the battery door being damaged was confirmed via visual analysis and testing of the mobile power unit. The mobile power unit (mpu (serial number (B)(6)) was returned and evaluated at the european distribution center (edc) on (B)(6) 2022. During the evaluation, the unit was observed and the rubber encasing of the patient cable was loose, the patient cable jacket was discolored, and the battery door was damaged, confirming the reported event. A power on/off inspection was completed, and the system booted up as intended with no issues or alarms active. The patient cable, and battery door were replaced with known working components, and preventative maintenance was performed on the unit. The system underwent a full functional checkout and passed all steps without issue. The unit operated as intended despite the damage to the unit. No further testing was completed on the unit. The root cause of the reported event could not be conclusively determined through this analysis. The investigation revealed an incidental finding of a frayed battery strap. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook under section 6 ¿caring for the equipment¿ describes how to care for all equipment, including the power module patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance, including inspecting the patient cable and housing. Heartmate 3 instructions for use under section 8 ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use, including the patient cable. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.